Event description:
Customer called to report issues with air bubbles in the tubing of the reservoir of insulin pump. Customer provided the following blood glucose levels: 99 mg/dl, 281 mg/dl, 283 mg/dl, 250 mg/dl, and 205 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.